Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this pacemaker and right ventricular lead exhibited high out-of-range pacing impedance and high pacing threshold measurements. The physician elected to explant the system on the right side and implant new rv and right atrial leads with the same pacemaker on the left side. Additional information obtained from the field representative indicated that the source of the out-of-range pacing impedance measurement was not conclusively determined and that the rv lead will not be returned. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.